Event description:
Husband of home patient noted the patient line became disconnected from the transfer set while the home patient was sleeping during treatment using homechoice device. The home patient disconnected from the homechoice device at the time of the alarm and reset homechoice with new supplies to continue treatment. The home patient was given prophylactic antibiotics, 1 gram vancomycin and 1 gram gentamycin IV. No patient injury was associated with this incident per the home patient's husband.